Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: 4024-58, lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead had a visible insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.